Event description:
Customer complaint: limited data available. The customer complained that the device overheated and burned them.

Event description:
Customer complaint - limited data available stated devices overheated. Burnt her.